Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated. Upon interrogation, it was noted that this crt-d delivered inappropriate therapies due to noisy signals oversensed on the right ventricular (rv) lead. Additionally, this crt-d reached an elective replacement indicator (eri). A revision procedure was performed, the crt-d was explanted and the rv was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.